Manufacturer narrative:
Eval codes - method -lens work order search. Results - a lens work order search was performed, and no similar complaint was found within the same work order.

Event description:
The reporter stated a aq2010v three piece silicone lens was implanted in 2009, and explanted 4months later, due to lens pushing into the anterior chamber. A vitrectomy was performed after lens was removed. Incision was widened and suture was required. Another staar lens was implanted, same model, different diopter size.